Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. According to manufacturing investigation the tear could have been originated while filling the implant. There is a potential for this as it is required to place the fill valve tubing on the fill valve and then squeeze, this might cause the valve system to tear from the shell of the implant results in a tear. This defect will create a potential integrity failure that will not cause serious injury or illness to the customer but could render the product unusable. It is recommended for users to support the valve during fill tube insertion and removal per the product insert data sheet (pids). As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 275cc mentor smooth round moderate profile saline breast implant was found by the doctor to be ruptured prior to being used on (B)(6) 2019. The doctor filled the implant with 60cc of sterile saline and then squeezed it out and while rolling the implant noticed that there was a pin hole near the valve but not part of the valve. There were no patient consequences reported. The implant never touched the patient.